Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the scope instrument channel was buckled or deformed. The faulty part was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope, tested positive for an unexpected bacterium. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. It was reported that the procedure was completed using similar device with no delay. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The user facility reported that the scope was reprocessed in an automatic reprocessor on (B)(6) 2022, which was the date of the latest leaning, disinfection, and sterilization. The scope was the cleaned with alcohol perfusion after disinfection, and manually reprocessed with xiaoboshi detergent and disinfect with jianzhisu opa disinfectant. It was also reported that the scope was disinfected for 5 mins. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation was unable to confirm the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation was not able to judge relation between the subject device and the event from the following investigation results. No obvious deviation from IFU was confirmed from the review of the reprocessing steps provided from the user. Olympus will continue to monitor field performance for this device.